Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer woke up to a blank display. The customer's blood glucose level at the time of incident was 104mg/dl. The customer states the battery compartment is corroded. The customer was advised that the pump would have to be replaced and returned for analysis.